Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was observed with foreign matter at the opening of the air/water nozzle. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. After visual inspection of the nozzle tip, it was found that foreign matter was attached to the mouth of the air/water supply nozzle. The foreign matter was found to be organic silicone (antifoaming agent, lens cleaner, etc.). The organosilicon detected from foreign matter was not a component derived from the endoscope, but a component derived from a drug (antifoaming agent, etc.). Possible causes of the foreign matter attachment include insufficient preliminary cleaning and rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope is stored. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.